Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, cloudy gel, yellow particles in shell, deformation, weight within specification. After autoclave cycle was identified: voids between shell and gel. Based on the device analysis the final assessment is there were no issues found related with the manufacturing process.

Event description:
Patient reported right side "pain", "capsular contracture baker grade 3". The reported events "feels tired", "sensitivity to light" are not related to the device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Patient reported right side "pain", "capsular contracture baker grade 3". The reported events "feels tired", "sensitivity to light" are not related to the device. Device remains implanted.